Manufacturer narrative:
Product ID 3093-28, lot # v228953, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's battery depleted normally after having it for 3.5 years. As a result, the implantable neurostimulator (ins) was replaced. The lead was also replaced due to "bad impedances." There were no patient symptoms or injuries related to this event.